Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR at this time. If add'l info becomes available then it will be submitted in a supplemental report.

Event description:
Surgeon complained that the body size of the 37.5 mm/0 exeter broach is bigger than the 44 mm/0. It is getting stuck between the isthmus and the metaphysis of the femur.